Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: the balloon burst during inflation and all the pieces were retrieved from the abdomen. Reportedly the balloon was inflated with 25 cc of air. The operating time was not extended as a result. No pt injury was reported.

Manufacturer narrative:
.